Event description:
In 2006 the lay user/reporter, the pt's mother, contacted lifescan (lfs) alleging the one touch basic meter was giving the error messages 'not enough blood' and 'not ok'. The medical affairs specialist (mas) contacted the pt to obtain and verify info; however, was unable to reach him by telephone. The mas reviewed the recorded telephone call. On 10/23/06 the mas mailed a letter requesting the pt contact medical affairs. In 2006, in the morning, the pt obtained the error messages 'not enough blood' and 'not ok' on the reported meter. According to the owner's bookelet for this meter, the meter will present the message 'not enough blood' when the blood sample was too small or smeared or the test strip was not inserted fully. The 'not ok' message may indicate an electronic problem with the reported meter. The reporter was unaware if the pt was able to retest and obtain a blood glucose reading, and if so, the result obtained. While at work, the pt experienced the symptoms of sleepiness, sweating and disorientation. The pt did not attempt to test his blood glucose level using the reported meter while sympomatic. The pt administered self-care by consuming glucose tablets, and co-workers contacted emergency services. At 2:00 pm the paramedics arrived and obtained a blood glucose reading of 49 mg/dl for the pt. He was treated with oral glucose and transported to the emergency room. It would have been helpful to determine how long the pt had obtained the error message, his blood glucose reading prior to the event, what meals or medications the pt had taken prior to the onset of symptoms, his blood glucose reading and treatment in the emergency room, his medication regimen, if medication doses are adjusted based on meter readings, and if the pt had a backup meter. The customer care advocate (cca) determined during the troubleshooting telephone call that the pt's testing technique was correct. The cca also determined the pt''s test strips were expired, and the pt was incorrectly cleaning the meter, which can cause error message. Both error message issues were resolved with troubleshooting. The meter, test strips and control solution were replaced. The pt intermittently obtained the 'not enough blood' and 'not ok' error messages on the reported meter. Info was not available to determine if the pt was able to obtain a blood glucose reading on the morning of the event. The pt experienced symptoms suggesting hypoglycemia, and he received emergency medical attention and treatment with glucose. Therefore his complaint is being reported as an adverse event

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.